Event description:
It was reported that the patients leads have been fractured following a fall. It was also reported that the patient was experiencing inadequate stimulation due to high impedances. Additional information was received that the patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned per facility policy.

Event description:
It was reported that the patients leads have been fractured following a fall. It was also reported that the patient was experiencing inadequate stimulation due to high impedances.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 7077093.